Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m54r5p. Additional information requested and received: lease clarify how much blood was lost (mls)? There was no blood lose as a result of the event. Were blood products required? Blood products weren¿t required. Was there any change to the post-op patient care as a result of the event? No. What is the current patient status? As of last thursday, no special issues, recovering as expected. The cartridge ecr60b was received partially fired 2/3 consistent with an incomplete or interrupted cycle. Upon further inspection of the reload it was found to have cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The returned reload was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used a powered echelon to create the sleeve. On the fourth fire the user used a blue reload. During the fire of the reload (1/2 of the reload was already fired) the surgeon noticed that the tissue is moving forward (milking of the tissue) in significant way. At this point the surgeon released the firing button and pushed the reverse button to return the knife. After opening the jaws of the device the surgeon noticed that there is a hole in the stump of the stomach. The side of the sleeve was bleeding, the surgeon couldn't see if there is a hole in the sleeve side. To overcome the failure, he placed the same device with a new blue reload on the failure area and fired the reload successfully. He then resumed the creation of the sleeve with the same device and two additional blue reloads. The procedure ended successfully.